Manufacturer narrative:
Additional information: device evaluation: the tip has broken approximately 3mm from the end. The fracture surface reveals a circular flow with deformation near the tip, consistent with torsional overload. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. Conclusion: the fracture of the tip appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display distal tip of driver twisted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: l4-l5 foraminal stenosis, root compression procedure: minimally invasive decompression and fusion levels involved: l4-l5 it was reported that during surgery, the distal tip of the screwdriver broke when inserting screw into the vertebrae. The broken tip was stuck in the screw head and could not be retrieved after multiple attempts. A rod was then successfully passed over the broken piece in the screw and the rod was secured in place with a set screw. The broken piece was thus immobilized and sandwiched between the rod and the screw head. Fragment of the instrument remains in the patient. No patient complications were reported as result of this event.